Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Although there was no allegation of malfunction, the device was explanted and replaced prophylactically. The patient was stable with no consequences.

Manufacturer narrative:
The device was returned for evaluation. As received, the device was at normal range of operation. After all electrical test performed including thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above eri. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.